Manufacturer narrative:
B5-updated information: reportedly the lens was repositioned. As of 1-day postop the patient is "doing well.". Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race- unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2, -10.5/+2.0/020 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. The surgeon reports refractive surprise. Reportedly, lens remains implanted. The cause of the event is reported as unknown. The surgeon states, "patient is unhappy post operatively as he accepts +1/-1.75@145. With this correction patient improves to 20/20."